Event description:
It was reported by the rep the devices were used during a laparoscopic cholecystectomy. It was reported the trocars and reducer cap leaked through out the entire case. There was no consequence to the pt.